Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the system populates an error as 'an unexpected error has occurred while recording a transaction' on every time while accessing the medication. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station encountered an unexpected error while recording a transaction. The technical support specialist verified that both the station and server were running the same es version, which was es 1.6.1. The tss decrypted and created a backup of the station¿s database. After confirming that the station¿s database was not corrupted, a database synchronization was performed. The customer confirmed that the station was functioning properly, and all required patients were visible. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the system populates an error as 'an unexpected error has occurred while recording a transaction' on every time while accessing the medication. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.